Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was experiencing unexpected critical battery alarms. The facility performed a controller exchanged, removed the controller and six (6) batteries from the service and provided the patient with replacement devices. The controller and six (6) batteries were returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Three (3) batteries passed visual and functional testing while three (3) only passed visual inspection and failed functional assessment. The controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed occurrences of several critical battery alarms the root cause of the reported "critical battery alarms" can be attributed to a combination of faulty cells within the battery pack and communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of seven reports 3007042319-2015-03899, 3007042319-2015-03900, 3007042319-2015-03901, 3007042319-2015-03902, 3007042319-2015-03903, 3007042319-2015-03904 and 3007042319- 2015-03905 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that a patient was experiencing several critical battery alarms with batteries that had not reached less than 10% charge. Patient also stated that alarm always occurred on port 2 of the controller. The facility performed a controller exchanged, removed the controller and six (6) batteries from the service and provided the patient with replacement devices. The controller and six (6) batteries were returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.